Event description:
After a completed cycle, the worker was placing the cyclesure biological indicator (bi) into the incubator when it was noted that the bi was leaking onto her hand. The healthcare worker experienced a brief burning sensation and a white discoloration on her left hand. The worker treated the affected area for fifteen minutes under running water. It was stated that the worker did not seek medical attention and she is doing fine.